Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer battery was not charging. A new battery was to be ordered. The programmer remains in use. There was no patient involvement.